Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the device was giving the patient trouble and it was taking longer to charge the ins. The patient said it takes forever to charge and the last time they tried charging they charged for a 2-day period, 1-2 hours at a time. The patient said it would get warm so they would stop and try again later. The patient was able to connect to the ins using the recharger and will see the 8 boxes. The patient said if they move, the boxes go down a little, but the ins has full coupling and just is not taking a charge. The patient confirmed that the ins charge level was completely dead. The patient stated the device had shut down and stimulation had stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.